Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed and would not open. The field service engineer (fse) reported that drawer, a legacy half-height cubie drawer on the auxiliary, was failing and not recognizing when closed. In diagnostics, when the drawer was pushed closed firmly, it recognized as closed, but once released, it showed as open again. The open/close sensor was replaced, but this did not resolve the issue. The inseparable was then replaced, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and would not open. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed and would not open. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.